Manufacturer narrative:
Concomitant medical products: 1488t lead, implanted: (B)(6) 2011. 7171 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was potential arcing between a known recalled competitor right ventricular (rv) lead and the cardiac resynchronization therapy defibrillator (crt-d). The crt-d delivered a lower voltage shock than programmed during two ventricular tachycardia (vt) episodes as part of the devices short circuit protection. It was noted that the patient had passed out and was externally defibrillated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. Analysis of the device memory indicated that there was a lead/device interaction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.